Manufacturer narrative:
(B)(4).

Event description:
Procedure: lower anterior resection. According to the rptr: the device was used as a camera port. About 20 mins after insertion, while the surgeon was operating the forceps and the camera, the balloon ruptured with a pop. A 25 or 27 ml of air had been injected into the balloon. A new device was opened to complete the procedure. No bleeding, no tissue damage, nothing fell into cavity, no pt harm, operating room time not extended.